Manufacturer narrative:
Stelid bt45d model lead is not approved in u.s.; however, it is similar to stelid ii models which are approved in u.s. Preliminary analysis confirmed the reported events and revealed atrial noise oversensing.

Event description:
On (B)(6) 2016, the patient visited the hospital due to syncope. The episode recorded in the device memory showed ventricular noise oversensing. However, since the observed noise was short duration, ventricular pacing inhibition due to noise oversensing was not suspected as a possible cause of syncope. During (B)(6) 2016, the patient experienced syncopes again and holter ECG was recorded. As a result, 8 ventricular pauses of 1.2 seconds on average were recorded and even a pause for maximum of 3.3 seconds was observed. It was considered that syncopes were not due to noise oversensing. On (B)(6) 2016, the subject pacemaker was checked and no anomaly was confirmed in the measurements. According to the programmed mode, trigger pacing was confirmed when ventricular noise oversensing was observed. Ventricular pacing was not inhibited when ventricular noise oversensing was observed. Since ventricular pause was not reproduced, it was considered that syncope was not due to the pacing system. Reportedly, a re-intervention was performed to replace the subject ventricular lead and considering the battery depletion, the subject pacemaker was replaced. Preliminary investigation of the patient files confirmed the reported events and revealed also atrial oversensing.

Event description:
On(B)(6) 2016, the patient visited the hospital due to syncope. The episode recorded in the device memory showed ventricular noise oversensing. However, since the observed noise was short duration, ventricular pacing inhibition due to noise oversensing was not suspected as a possible cause of syncope. During (B)(6) 2016, the patient experienced syncopes again and holter ECG was recorded. As a result, 8 ventricular pauses of 1.2 seconds on average were recorded and even a pause for maximum of 3.3 seconds was observed. It was considered that syncopes were not due to noise oversensing. On (B)(6) 2016, the subject pacemaker was checked and no anomaly was confirmed in the measurements. According to the programmed mode, trigger pacing was confirmed when ventricular noise oversensing was observed. Ventricular pacing was not inhibited when ventricular noise oversensing was observed. Since ventricular pause was not reproduced, it was considered that syncope was not due to the pacing system. Reportedly, a re-intervention was performed to replace the subject ventricular lead and considering the battery depletion, the subject pacemaker was replaced. Preliminary investigation of the patient files confirmed the reported events and revealed also atrial oversensing.